Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
The pump has been returned to animas and evaluated on 04/25/2017 with the following findings: the pump¿s alarm history showed multiple consecutive call service 054/052/012 slave processor communication failure alarms. The pump powered on to a blank display screen. The pump¿s cover was removed and there was no intermittent condition found on the printed circuit board. The pump¿s code was unable to be uploaded. A u17 slave processor failure was determined to be the cause of the issue.